Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of peel-away sheath tears incorrectly was able to be confirmed by the photos. A device history record review was performed, and there were two potential findings. Two non-conformances were initiated for lot# 34c23f0030 in regard to "peel-away sheath tears incorrectly". Based on the customer provided photos and relevant DHR findings, manufacturing likely caused or contributed to the failure mode of this complaint. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding." The customer report of peel-away sheath tears incorrectly was confirmed by visual inspection of the customer supplied photos. A device history record review was performed, and two relevant complaints/non-conformances were identified for the extrusion batch within the reported kit. Based on the customer provided photos and relevant DHR findings, manufacturing likely caused or contributed to th is event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "inserters feared they lost in patient but it was recovered. Told they are incredibly flimsy." No medical intervention reported. The patient's condition is reported as fine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "inserters feared they lost in patient but it was recovered. Told they are incredibly flimsy." No medical intervention reported. The patient's condition is reported as fine. Additional information was requested but was not available at the time of this report.